Manufacturer narrative:
The reported event of device reset was confirmed. Based on the information provided, it was confirmed that device experienced power-on reset. The root cause of the power-on reset was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery.

Event description:
It was reported that the implantable cardiac monitor (icm) had an unexpected device reset. No intervention was reported. The patient status was noted as stable.